Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This event was confirmed on chest x-ray. The tachy therapy was deactivated and the rv lead turned output to minimum to keep pacing. Additional information received from the field representative that the tachy therapy was programmed back on. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.